Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 237 mg/dl. A correction bolus was delivered and the bg level went to 40 mg/dl and then to 124 mg/dl. The customer stated that their bg level was low because the correction factor needed to be adjusted and that the pump delivered the correct amount of insulin based of the programmed settings.